Event description:
A patient contacted baxter's technical service center regarding a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use during drain 4 of 4. The patient stated that the drain volume equaled 2845 ml and he needed assistance moving to the last fill. The technical service representative (tsr) had the patient press stop. The drain volume equaled 2831 ml, the manual drain volume equaled 2141 ml, and the current uf equaled 119 ml. The tsr had the patient do a manual drain. The patient drained 55 ml and then the hc alarmed low uf. The tsr reviewed the current uf and it equaled 166 ml. The tsr reviewed the target uf and it was set to 1800 ml. The tsr asked the patient if they felt empty. The patient stated that the hc had not drained him right all night. The patient stated he does not feel empty. The patient stated he was using low strength dextrose, so he was not going to drain a lot of solution. The tsr recommended the patient do a manual drain again. The patient refused to do a manual drain and insisted on bypassing. The tsr assisted the patient with bypassing. The tsr recommended the patient contact his registered nurse (rn) about the alarm. The patient stated that he does not drain completely laying down and the hc overfills him. The patient stated he did not wake up to drain last night, so the hc did not drain or fill correctly. The tsr asked the patient if he was stating that the hc overfilled him. The patient stated yes. The tsr explained that he was going to ask the patient troubleshooting questions. The patient refused to answer any questions and stated he already told his rn and baxter, and they asked him the questions. The tsr recommended that the patient contact the rn about not filling and draining last night. The patient stated he was not going to contact the rn. No further information was provided at that time. Based on the combined drain and manual drain volumes in cycle 4, this report meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient's registered nurse (rn) on (B)(6) 2012 regarding the patient's history. The rn said she knew of the patient having problems with the cycler, but the cycler had been replaced and the rn had not heard anything else from the patient. Product surveillance went over the patient's history of calls with the rn and the rn stated she was not aware of the patient having so many low ultrafiltration (uf) alarms and overfills. The rn said the patient did not mention these issues to her the last time she saw him. The rn stated that she would bring it up with the patient, next time he comes in. As far as the rn knew, the patient's therapy has been going well. There was no patient injury or medical intervention indicated reported. No additional information available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.